Event description:
It was reported that the external power supply adapter was install incorrectly causing the ventilator screen to go black and smoke came out of the ventilator. The power receptacle is also damaged.